Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump's battery compartment is badly damaged. A large part of the exterior has broken off near the battery cap. Customer's blood glucose is 290 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.